Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one cougar guidewire during a procedure to treat a moderately tortuous, moderately calcified lesion with 80% stenosis in the distal right coronary artery (rca). The device was inspected with no issues. The device was prepped per IFU with no issues. The wire tip was formed by the physician. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that the device detached inside the patient. After deploying two medtronic stents an attempt was made to remove the cougar wire from the vessel. However, resistance was noticed, and the wire appeared to get tangled in the more distal stent. The stent implanted more distal appeared to be deformed however it remains implanted in the patient. The stent implanted proximal appeared to be ok. The wire had been prolapsed over in the distal vessel while stenting, and it is possible the loop from the prolapsed wire caught a stent strut upon removal. The wire was fractured in an attempt to remove the wire from the vessel. The vessel was then re-wired, and the entire vessel was sten ted from 15mm distal to the two originally deployed stents, all the way to the ostium of the rca. The plan was to trap what was possibly left of the fractured wire in the vessel itself in an effort to prevent thrombosis of the artery. There was an excellent end result, and the patient did well. The patient is alive with no further injury.

Manufacturer narrative:
Product analysis: seven still images of the rca were provided from the account. The mechanism of the reported wire detachment cannot be identified from the images. But as stated from the account the looping of the wire in the vessel where the distal stent was deployed can be confirmed. The distal stent does appear to be irregular but it cannot be confirmed if this is due to the vessel morphology or due to interaction with the wire. Therefore a malfunction of the stent cannot be confirmed from the still images provided. The re-wiring of the vessel and stenting from 15mm distal to the two originally deployed stents, all the way to the ostium of the rca was not provided in the images. Additional information: the guidewire did not cause the stent deformation when attempts were made to remove it. The stent was deformed which cause the guidewire to become tangled. The deformed stent was not removed. A new mdt stent was deployed inside the deformed stent with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.